Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident.the esu was set on the endocut mode. In an attempt to remove a polyp a bad burn of 1-1/2" to 2" occurred around the polyp (not: the polyp remained).

Event description:
The account reported that the electro surgical unit (esu/generator) was involved in a patient incident. The esu wasset on the endocut mode. In an attempt to remove a polyp, a bad burn of 1-1/2 to 2" occurred arount the polyp (note: the polyp remained.)